Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill messages occurred. The user reported a blood glucose (bg) level of 151 mg/dl. Reportedly, the user filled tubing while being connected to the infusion set. Additionally, it was reported that the when the user opened a new cartridge, there was no patient line tubing attached to the cartridge. The user successfully loaded a new cartridge. A follow up with the user confirmed that the user's bg level was 191 mg/dl.